Event description:
Preservative fluid with specimen sample splattered into users (customer) face and eyes causing eyes to burn. The customer reported: "that while breaking the collection device off in the preservative vial, the vial shifted causing splatter of specimen and preservative into the user's face and eyes."

Manufacturer narrative:
(B)(4). The vial with preservative fluid (with specimen) shifted while breaking off the collection device causing the fluid with specimen sample to splatter into users face and eyes causing eyes to burn. The user rinsed eyes with eye wash. The user reported that eyes no longer burned after washing and vision was not affected. The user was wearing gloves but was not wearing recommended eye protection. The surepath collection product insert (779-07084-00) indicates precautions that state good laboratory practices should be followed and all procedures for use of the prepstain system should be strictly observed. The precautions also state to avoid splashing and generating aerosols and that operators should use appropriate hand, eye, and clothing protection. The insert also includes first aid instructions which state, in case of contact, immediately flush skin with water; immediately flush eyes with plenty of water for at least 15 minutes. The vial is labeled with a symbol indicating warning that is referenced in the product insert. The incident did not lead to death of a patient or user. There was no delay in patient sample reporting. No field safety corrective actions are planned as a result of this complaint at this time.